Event description:
The customer stated that a falsely elevated architect ca 19-9xr result was generated. An initial result of 51.05 u/ml was generated from an aliquot of the parent tube. The parent tube was tested and a result of 8.94 u/ml was generated. The aliquot sample was retested and a result of 8.94 u/ml was generated. The parent tube was retested and a result of 8.03 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported a falsely elevated architect ca 19-9xr result. Accuracy testing was completed using retained kits of architect ca 19-9xr reagent lot 37190m500 across 3 instruments. Acceptance criteria were met, which indicates acceptable product performance. Customer complaint data was reviewed and no atypical complaint activity for the issue under review was identified. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. A potential sample handling issue could not be ruled out since the falsely elevated result was for a discreet sample and a retest of the initial and parent samples gave the expected results. The investigation did not identify a malfunction / deficiency.